Event description:
Patient presented to the physician with pain and migrating of the ipg. Physician brought the patient into the operating room, opened the chest incision, and added two o sutures and a v shape suture to secure the ipg, and then closed the incision.